Event description:
It was reported that during a procedure the irrigation handpiece started to heat up. There was no report of any adverse consequences and the procedure was completed successfully with a backup handpiece. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has yet to be received by the MFR. A follow up report will be filed once the product eval has been completed.